Event description:
Lava was not visible under fluoro. Vial was on the vortex for 8 mins then hand mixed with the mixing kit for 30 passes.

Manufacturer narrative:
A new review of this event was performed. A retrospective MDR has been filed out of an abundance of caution due to the potential for serious injury. The event did not involve death or serious injury and it was confirmed that the physician stated the patient's vessel seemed occluded. The device labeling (IFU) states adequate fluoroscopic visualization must be maintained during lava delivery and to stop lava delivery if visualization is lost until adequate visualization is reestablished. Batch record review showed the device was manufactured to released specifications and had passing quality test results.